Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Event description:
A physician reported that leaky trocars noticed during a vitrectomy. The procedure was completed without any patient harm. The surgeon considers that the device is the cause of the event. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been initiated in order to improve the performance of the valves. (B)(4).